Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # ==> (B)(4). Investigation summary ==> no device associated with this report was received for examination. Visual examination of the provided x-ray images confirmed the reported event. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Literature article entitled: ¿fracture of the c-stem cemented femoral component in revision hip surgery using bone impaction grafting technique: report of 9 cases¿, by martín buttaro et al., published online by hip int 2015; 25(2): 184-187 doi: 10.5301/hipint.5000210, 03 feb 2015 was reviewed for MDR reportability on 06/11/2019. The purpose of this paper was to look at fracture of the c-stem cemented femoral component in revision hip surgery using bone impaction grafting technique from 2006 to 2013. There were 6 long stems and 3 conventional stems that fractured. Two of the 9 cases had been previously operated on in another institution and that information is not in this paper. There were 6 males and 3 females, with an average age of 65 years. Original diagnosis was osteoarthritis in 7 cases, developmental dysplasia of the hip in 1 case and rheumatoid arthritis in 1 case. Revision diagnosis prior to the stem fracture was aseptic loosening in 5 cases, a previous stem fracture in 2 cases, an osteosynthesis plate fracture after a periprosthetic fracture in 1 case and a periprosthetic fracture in 1 case. Bone allografts from frozen femoral heads were utilized, as well as cmw1 with gentamicin cement. The paper noted that in a series of 621 c-stem cases, 34 revision occurring after the average 13-year follow-up due to loosening, 2 were associated with stem fracture. The stem had caught the trochanteric wire at the time of stem insertion creating a defect in the proximal cement mantle. This problem is said to relate to surgical technique rather than implant design. Case: 5, age: (B)(6), height: (B)(6), weight: (B)(6), bmi: 25.8, the patient¿s previous revision diagnosis was for aseptic loosening(unknown components), the c-stem was in for 73 months prior to fracturing. Complications included dislocation, constrained liner (both of unknown components and unknown manufacturers).